Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned with no allegations. Initial analysis showed that this device failed label longevity. Detailed analysis will be performed after which this event will be updated. No adverse patient effects were reported.

Manufacturer narrative:
Upon detailed analysis this event will be updated.